Event description:
The facility biomedical technician reported an infusion with condition of underinfusion during patient use. The reported stated the patient infusion was to be set at a rate of 1950 units of heparin 25,000 units/500ml in d5w (lot number p195628). The rate was set at 1.6 cc per hour, which is 1/25 the does the patient was supposed to receive. Reporter stated the rate should have been 39 cc per hour. Reporter stated that the pump was incorrectly programmed at 7:07 am (date unknown) and was not detected until 8:00pm (20:00 hrs) (date unknown). No additional information is available at this time.

Manufacturer narrative:
Evaluation summary: a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.